Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing of multiple cartridges. There was no adverse impact to customer's blood glucose level. Tandem technical support informed customer to prime the air bubbles out if issue recurred.